Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Mother of the patient says that the diabetologist suspected inaccurate delivery of insulin due to the pump. He suspected that the pump releases too much insulin. Patient has frequent high blood glucose levels. No adverse event reported. A request was made for the return of the device.